Event description:
The lead was capped and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the lead exhibited a decreased impedance. The physician suspected an insulation problem. The lead will be replaced when the ICD reaches eri.

Event description:
The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.